Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an unspecified cardiac arrhythmia, a faradrive steerable sheath clear was selected for use. During aspirating, the hemostasis valve of the faradrive steerable sheath clear continuously was letting in air. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an unspecified cardiac arrhythmia, a faradrive steerable sheath clear was selected for use. During aspirating, the hemostasis valve of the faradrive steerable sheath clear continuously was letting in air. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory. It was further reported an nrg needle, 0.035 guidewire and farawave catheter were inside the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was used for the irrigation of faradrive steerable sheath clear. Bubbles were observed inside the sheath flushing line and aspiration syringe. When crossing the hemostasis valve, the guidewire tip was aligned with the catheter tip. No other issue has been reported.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an unspecified cardiac arrhythmia, a faradrive steerable sheath clear was selected for use. During aspirating, the hemostasis valve of the faradrive steerable sheath clear continuously was letting in air. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported an nrg needle, 0.035 guidewire and farawave catheter were inside the faradrive steerable sheath clear prior to, and/or at the time, the air was observed. A pressure bag was used for the irrigation of faradrive steerable sheath clear. Bubbles were observed inside the sheath flushing line and aspiration syringe. When crossing the hemostasis valve, the guidewire tip was aligned with the catheter tip. No other issue has been reported.

Manufacturer narrative:
B5 describe event or problem - updated d9 device avail for evaluation, returned to manufacturer date - updated f10 device code - updated h6 evaluation method, result, conclusion codes - updated.